Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The legal manufacture was able to confirm the customer's reprocessing steps were performed in accordance with the device instructions for use. Examination showed the device was not deformed or damaged near the area with foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and root cause cannot be identified. The event can be inspected/prevented by following the instructions for use (IFU) which state: -inspection methods are described in instructions for use: cf-290 series operation manual: chapter 3 preparation and inspection. -prevention methods are described in instructions for use: cf-290 series reprocessing manual: chapter 5 reprocessing the endoscope. (And related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope had foreign material exiting from the air/water nozzle. The issue was found during an unknown diagnostic procedure. There were no delays, and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the universal cord protector on the scope connector side had a scratch; the scope connector cover unit had a scratch; the forceps elevator knob had a scratch; the right/left knob had a scratch; the flexibility adjustment ring had a scratch; the switch box had a scratch; the scope cover had a scratch; the suction cylinder was shaved; the plastic distal end cover had a scratch; the plug unit had a scratch; the universal cord had a scratch; the grip had a scratch; the control unit had a scratch; the scope connector was dirty due to water leakage; no water was fed due to clogging of the nozzle; no air was fed due to clogging of the nozzle; the adhesive on the bending section cover had a chip; the play of the up/down knob was out of the standard value due to wear of the angle wire; the scope connector had a scratch; and the connecting tube had a scratch. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (documented here due to character limitation in respective field).